Manufacturer narrative:
Follow up with the reporter provided additional information that the surgery was an arthroscopic procedure of the right shoulder. The patient has no known allergies, no regular medications/prescriptions. Darvocet had been prescribed post-op for pain; no antibiotics were prescribed. Approximately two weeks post-op, the patient presented with a low grade fever of 100f. At this time the operative shoulder was red and swollen. Approximately one month post-op, rash/hives appeared on the right upper back, right shoulder (front & back) and right arm. The entire area was beefy red with huge hives/targetoid lesions with blisters in the center. Diagnosis by the allergist: urticaria with severe allergic contact dermatitis. Per the allergist, the skin prep used for the surgery was not suspect due to the length of onset of symptoms. Viral cultures to r/o shingles were negative. Immunoflourescent study was also negative. Initial biopsy results were reported as: acute epidermal necrosis with irritant contact dermatitis vs. Erythema multiforme. The patient is currently being treated with an antihistamine and prednisone; the surgeon is planning to conduct sample patch testing after the treatment with prednisone is complete. The current status of the patient is stable; there is no fever, no signs of infection at the incision site, and the symptoms are improving with treatment.no further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.the devices have not been explanted, therefore could not be returned for evaluation; the complainant's event could not be verified. The cause of the event could not be determined from the information available. Device history record revealed nothing relevant to this event.based on the information provided, the most likely cause(s) of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use (B) (4) warns of possible foreign body and allergic-like reactions to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced hives and post-op reaction approximately one month following a shoulder procedure during which bio-absorbable implants were used. The patient is being treated by a dermatologist who requested a device sample for allergy testing. No further patient or event information was provided at the time this event was reported.